Manufacturer narrative:
Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer's mother reported the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2014. Her blood glucose was "hi" mg/dl on (B)(6) 2014 and in the morning on (B)(6) 2014. No treatment was provided for the first elevated reading. Her blood glucose was above 600 mg/dl when she arrived at the hospital, and she was taken off the infusion device and treated with an IV insulin drip. Her blood glucose had stabilized by (B)(6) 2014, and she restarted the infusion device. Her target blood glucose is 70-110 mg/dl. Mother reported the infusion sets are "challenging," and she believes hyperglycemia was caused by air bubbles in the cartridge and infusion set. Mother reported the customer fills the cartridges "too fast." The alleged product has been discarded and cannot be returned for evaluation.